Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of above 15 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with carbohydrates in the hospital. Based on customer report customer did allege insulin pump was over delivering. Customer performed self test an displacement test was pass. The insulin pump will not be returned for analysis.